Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began on (B)(6) 2011 at an approximately 6pm. The patient stated she tested her blood glucose on the subject meter and received the following readings "362, 313, 297, 310, 410, 346, 504, 306mg/dl" which she claimed were higher as compared to her feelings/normal readings. It is unknown if these readings were all from the same day and consecutively, or from different dates and times. The patient advised the cca that she was not taking any diabetes medications and reportedly continued with her usual diabetes management routine. Approximately 20 minutes later that evening, she reportedly became "anxious and had perspiration." The patient claimed she received treatment of "prednisone" at approximately 6:19pm that evening and denied testing on another device at that time. The patient reported that on (B)(6) 2011 she was supposed to receive a cortisone shot for shoulder pain but was unable to receive the shot due to her elevated blood glucose results. On (B)(6) 2011 she reportedly was in the emergency room (ER) for an unknown reason and tested on the subject meter and received "288 mg/dl" and within 5 minutes a test was performed on the ER meter (also a onetouch ultramini) and reported a value of "125mg/dl." The patient denied developing any symptoms or receiving any form of medical treatment. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct. The blood sample was obtained from an approved sample site but the subject test strips were expired. Replacement products were sent to the patient. Although the patient did not receive any medical treatment for an acute complication of diabetes, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began. It is not known if the patient's symptom were due to severe hyperglycemia or hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.